Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department feeling dizziness, lightheadedness, and near-syncope. A remote monitoring transmission indicated that there was possible t-wave oversensing occurring.